Manufacturer narrative:
Additional information was received on 9/30/2020. The male patient is 63 years old. During left inferior and superior pulmonary vein isolation, there was a decrease in the patient¿s blood pressure, and pericardial effusion was confirmed by echocardiography. Physician believes the issue might be procedure related; however, could not decide its cause. Patient had fully recovered from the issues. There was no evidence of steam pop during the ablation. Therefore, updated a2. Patient age at the time of event; a2. Age unit and a3. Sex fields accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device with lot number 30380081m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and arterial spasm. During pvi there was a decrease in the patient¿s blood pressure, and pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. The patient¿s blood pressure increased after pericardial drainage, and the ablation was continued. The thermocool® smart touch® sf bi-directional navigation catheter was used under fluoroscopy, and the cavotricuspid isthmus (cti) was cauterized. After the procedure, an elevation to the st segment was observed, and a coronary angiography was performed which confirm subsided arterial spasm. The patient was moved to the intensive care unit for monitoring. It is unknown if further intervention was required for the spasm. There¿s no information on if extended hospitalization was needed. The physician commented that it is unknown when the cardiac tamponade occurred and its cause is also unknown. Regarding the spasm, the doctor commented that it is most likely that it occurred during the cti ablation, but it could not be determined whether it was due to the product. Patient¿s outcome is unknown. No biosense webster product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The cardiac tamponade event was assessed as life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The event is to be considered serious and MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. The arterial spasm event was assessed as not MDR reportable under the sheath as this event was not life threatening and did not require intervention to prevent permanent impairment of a body function or permanent damage to a body structure.